Event description:
Caller alleged discrepant results compared with an alternate poc meter. Results as follows: date (B)(6) 2012, inratio 1.6, poc 3.6. Time between testing was reported as less than 1 hour. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with alternate poc results provided by end-user at time complaint was filed: date (B)(6) 2012, inratio meter = 1.6, reference = 3.6, mean = 2.60, confidence limits = 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. The reference value falls outside of the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. Root cause could not be determined from the info provided by the customer. This issue will be subject to tracking and trending. There were no adverse events associated with this complaint.